Event description:
The company was informed that the pt's device will be explanted due to lack of progress with her internal device. The testing, in 2006, showed that the device was functioning. Programming adjustments were made; however, the pt showed no improvement. Surgery date has been scheduled.